Manufacturer narrative:
(B)(4). MFR (3004753838-2019-028275) was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a broken sensor wire. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the reported broken sensor wire could not be determined. A probable cause could not be determined. No additional event or patient information is available.